Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed as a needle to cuff detachment/ suture retrieval issue. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulty appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of a calcified right common femoral artery was attempted using a perclose at device via a 5f sheath after a diagnostic procedure. Reportedly, the device did not deploy due to calcification; a cuff miss was noted. A proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the perclose at and proglide devices. No additional information was provided.